Event description:
The doctor is very unhappy that the screw on product 80-1351 fell out and into the pt during a procedure. (B)(6) says the screw threads seem worn despite being a fairly new purchase. He says the speculums have only been used twice and are not functioning. No pt injury was reported.